Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Event description:
The home patient (hp) contacted baxter's technical service center to requesting assistance to end therapy on the home choice (hc) machine during dwell 4 of 6. The hp stated she saw air bubbles in the final line. The technical service representative (tsr) assisted the hp to manually drain. On (B)(6) 2011 product surveillance spoke with the hp who stated that she did not develop any adverse reactions or need any medical intervention. This was an isolated event.

Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.